Event description:
The facility has responded that they do not have the explanted device. It is assumed to have been discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient¿s device was completely depleted in pre-op prior to a battery replacement. The patient believes the device depleted quickly. During the battery replacement procedure it was observed that a stitch looked like it went through the lead but this was not confirmed. The battery was replaced and impedance was reportedly within normal limits. No lead revision was performed. Device history records were reviewed and the generator was seen to pass all functional and quality testing prior to distribution. The report of punctured insulation will be housed in MFR report #: 1644487-2024-01589 the explanted device has not been received to date. No other relevant information has been received to date.